Manufacturer narrative:
The reported event of no conductive telemetry was confirmed. Final analysis found a metal migration anomaly causing a short, resulting in the telemetry anomaly. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient's aveir leadless pacemaker could not be interrogated during implant. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.